Event description:
It was reported that lead was explanted and replaced due to high, out of range high voltage lead impedance. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.